Event description:
It was reported that the pulse generator exhibited an output anomaly. Programming ouput to 2.5 v resulted in a current drain of 86 ua. Programming output to 3 v resulted in a current drain of 16 ua.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.